Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; no setscrews were found disengaged/dislodged; grommet damage was observed.

Event description:
It was reported that during a lead repositioning, an "excessive" counterclockwise turn was performed to a set screw. The set screw came out of the connector block and reconnecting, it was not possible. The device was explanted. Grommet surface damage was observed. No patient complications were reported as a result of this event.